Event description:
According to the customer, the sling loop came unhooked from the lift, the patient fell, was hospitalized, and needed stitches. Additionally, it was reported while using a lift to lift another patient, the sling loop came unhooked from the lift, the patient fell, hit their head, and the patient died.

Manufacturer narrative:
On 07/10/2024, it was reported that while using a lift to lift a patient, the sling loop came unhooked from the lift, the patient fell, was hospitalized, and needed stitches. No device malfunction was reported. An adverse event was filed under medwatch number 1417592-2024-00788 on 08/07/2024 to account for the lift involved in the reported incident. On 07/10/2024, it was reported that while using a lift to lift a patient, the sling loop came unhooked from the lift, the patient fell, hit their head, and the patient died. No device malfunction was reported. An adverse event was filed under medwatch number 1417592-2024-00790 was filed on 08/07/2024 to account for the lift involved in the reported incident. At the time the two (2) medwatches were filed, no product malfunctions were reported to have caused or contributed to the events. The reporting facility returned two slings, mdsmr115 and mdsmr116, to the manufacturer. The reporting facility was unable or unwilling to provide information on which sample was involved in either event and was unable or unwilling to confirm whether the samples were in use at the time of the event. Evaluation of the returned sling samples identified that there were no rips, cuts or tears visible on either of the slings and no device malfunction was reported. The incidents likely occurred due to customer misuse/mishandling however, a definitive root cause could not be confirmed. In an abundance of caution, a medwatch is being filed for each sling returned to the manufacturer.